Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed visual inspection and found sensor cannula retracted to the other side of sensor base and found cannula damage with broken part still attached to the cannula tubing also performed visual inspection and found sensor introducer needle bent. Unable to confirm if the customer received the sensor and needle in said condition due to customer returned the sensor opened and used.

Event description:
The customer reported via phone call that the sensor needle was difficult to remove. The customer reported that the needle pulled the sensor back through when trying to remove. The customer's blood glucose was 120 mg/dl at the time of incident. The sensor will be returned for analysis.